Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the distal end, air water channel and instrument channel of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6) 2018, the air/water channel and auxiliary channel tested positive for coagulase negative staphylococcus (1cfu/18ml; air/water, 1cfu/20ml/auxiliary). The suction channel tested positive for enterococcus casseliflavus , stenotrophomonas maltophilia and bacillus sp. (8cfu/0.1ml in total). The test result indicated no microbial growth for the instrument channel. On (B)(6) 2019, the suction channel tested positive for cellulosimicrobium cellulans and enterococcus casseliflavus.(9cfu/18ml in total). The test result indicated no microbial growth for other channels. Other detailed information such as the type and number of the bacteria has not been provided from the user facility at present. There was no report of patient infection associated with the event.